Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device being bent was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was overheating due to worn out bearings. A visual and functional assessment was performed on the device which found that the device failed temperature assessment. During repair, it was observed that the device had worn out and had oily liquid inside the device, causing it to fail temperature assessment. It was determined that the issue was consistent with normal wear over time. The assignable root cause was determined to be due to normal wear over time.

Event description:
It was reported that the attachment device was bent. During in-house engineering evaluation, it was observed that the device was overheating. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.